Manufacturer narrative:
No button error alarm was noted. All buttons functioned properly; however, unit had moisture on keypad traces. The device was received with a cracked lcd window, missing end cap sticker, cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the buttons were not responding. Customer's blood glucose was 46 mg/dl and she treated with juice. No significant events leading to the keypad issues were recalled. At time of this report, customer's most recent blood glucose was 129 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.